Manufacturer narrative:
The primary tritanium hemi solidback cup 54mm, cat# 500-03-54e, lot# mljmyy was also listed in this report. It cannot be determined which, if any of the reported devices may have caused or contributed to the pt's revision. An eval of the reported device cannot be performed as the device was retained by the pt and was not returned to the manufacturer. Additional info (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that pt had an oozing wound, so surgeon decided to do an I&d/head liner exchange. Upon trying to remove the liner, the cup loosened. Surgeon decided to make antibiotic spacer over the existing ceramic head and reimplanted. Surgeon will wait for cultures to come back from the lab and then decide what the next step will be.